Event description:
The customer had recently gone through CPR/AED training and connected the device to himself. It was reported that the device did not advance beyond the "connect electrodes" prompt despite being connected to the customer. The caller was not particularly hairy or sweaty at the time.

Manufacturer narrative:
(B)(4). Physio-control suggested using a different set of electrodes; however, neither functioned correctly. Physio-control then offered to service the device, but the customer declined at this time due to lack of authority. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.